Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl) on (B)(6) 2016. Contact could not recall how the low bg level was treated. It was also reported that the customer experienced an elevated bg level of 330 (mg/dl) on (B)(6) 2016. Reportedly, contact stated that the customer has been experiencing stress and recently had an unspecified surgery. Customer changed supplies and administered a correction bolus to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.